Manufacturer narrative:
Pump has been serviced by third party due to pump's maintenance due date and pump's parameters were changed. Volumetric accuracy tests were performed and showed that pump failed out of spec (+/-5%). Pump was calibrated to resolve the issue.

Event description:
Customer stated that the volume delivered was too high during testing. It set at 10 ml and 10.9 ml was delivered.